Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the unknown surgery on unknown date when the surgeon inserted the matrixneuro screw into the scull bone, the tip of screw was broken. There was no effect to the patient. This is report 1 of 1 for complaint (B)(4).